Event description:
It was reported that a patient who received a new activa rc implantable neurostimulator about two weeks prior, as a replacement for a percept rc device, was unable to recharge the implant using the activa rc wireless recharger provided. The recharger initially connected and began the recharge session but disconnected after a few seconds, accompanied by two beeps. Resetting the recharger did not resolve the issue, and it was not possible to check for error codes in the recharger application. After receiving a new recharger, there was still an inability to connect to the implantable neurostimulator. Since it's been a couple of weeks since implant, and patient wasn't able to recharge, the device can be expected to be depleted but could also already be in overdischarge. Patient has an upcoming appointment to troubleshoot further. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.